Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a 3rd party service center and confirmed evidence of foam degradation during device evaluation. The device's downloaded event log was reviewed by the manufacturer and found no error log. The device passed all final test and the device software version v1.0.6.2690 has been upgraded. The device has been scrapped.